Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: the median age among the patients was reported to 9.3 years. A3: majority of the patients in the study was male. A4: the median weight of the patients were 32 kg. B3: the date of event is unknown. Therefore, the online publication date of the literature article is used as date of event. Literature citation: oliva, o.a., giugno, l., moroni, a., sturla, f., piazza, l., saracino, a., micheletti, a., d'aiello, a.f., reali, m., chessa, m. And carminati, m., 2024. ¿right disc thrombosis of the new gore cardioform asd occluder¿. Catheterization and cardiovascular interventions. (Online ahead of print.) Doi: 10.1002/ccd.31002 h3 other code, and h6 code b20: engineering evaluation could not be performed as the device remains implanted. Gore has requested a device identification and other patient related data from the corresponding author. If provided, manufacturing records will be followed. The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: oliva, o.a., giugno, l., moroni, a., sturla, f., piazza, l., saracino, a., micheletti, a., d'aiello, a.f., reali, m., chessa, m. And carminati, m., 2024. ¿right disc thrombosis of the new gore cardioform asd occluder¿. Catheterization and cardiovascular interventions. (Online ahead of print.) Doi: 10.1002/ccd.31002 the objective of this single-center retrospective study was to evaluate atrial septal defect (asd) features impacting on right disc device thrombosis in patients who underwent gore® cardioform asd occluder (gca) implantation. 44 predominantly male patients with a median age of 9.3 years and median weight of 32 kg underwent successful gca implantation from (B)(6) 2020 to (B)(6) 2022. 3 study patients developed right disc thrombosis in the inferior portion of the device, these events has been previously reported with manufacturer report number 2017233-2021-01746, and 2017233-2022-02813. One patient was noted to develop a new arrhythmia at an unknown time related to procedure.

Manufacturer narrative:
Gore has requested device identification, detailed event, and other patient related data from the corresponding author, which was provided. Updated a2, b3, b4, b7, d4 based on newly provided information from the author. H6: updated e0601 to e060102, updated f24 to f12. Added b14. Updated c21 to c19, updated d16 to d15 and d12, as part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Remove a4 patient weight.